Event description:
It was reported that the device stopped aspirating. A jetstream xc catheter, 2.1mm was selected for use in an atherectomy procedure in the right lower extremity. During the procedure, the catheter was not aspirating anything into the waste bag. The device was successfully removed from the patient. The device was re-primed; however there was still no aspiration into the waste bag. There were no console alarms. The procedure was completed with another of the same device. No patient complications were reported.